Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that loss of capture and a 3.4 second pacing pause were noted while this patient was asleep. The patient was admitted to the hospital and telemetry strips confirmed noise with oversensing and intermittent pauses. The report also showed that autocapture was in suspension which could have also been caused by the noise. The device sensitivity was reprogrammed which eliminated the clinical observations. It was also reported that the lead safety switch had been triggered due to pacing impedance measurements less than 200 ohms. A revision procedure was performed and no issues were observed with the device to lead connection. Additionally, an x-ray did not identify any issues. The physician elected to replace the device and the lead as the cause of the issues could not be determined. No adverse patient effects were reported. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.